Event description:
Vascor model 111-256 ventricular pacemaker lead with steadily declining impedance and impending failure. Today, 4/14/00 bipolar resistance is 563-579, down from a high of 943 ohms on 12/21/98. Referred for surgical replacement prior to lead failure.